Manufacturer narrative:
The customer stated that, the sample and lot associated to this report are not available for investigation.

Event description:
On 03/07/2007, the company received a report via email communication that the reporting facility experienced three occurrences of product developing a kink during patient use. Replacement of the tube was required.